Event description:
It was reported that a patient received a successful transobturator mid-urethral sling procedure in 2006. Within 48 hours the patient was experiencing pain and was running a fever. The physician ordered a cat scan and it revealed a perforation into the bowel occurred with a fistula presented. It is believed this may be due to patient movement that occurred during the procedure. The patient was immediately seen by a specialist and underwent bowel reconstruction due to this event. A full recovery is expected. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.